Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during implant of this left ventricular (lv) lead with a cardiac resynchronization therapy defibrillator (crt-d), the device was noted to be programmed to lv only pacing, however, right ventricular (rv) pacing was observed. Boston scientific technical services (ts) discussed that rv pacing is delivered as backup when the lv inhibits. It was then determined that the lv lead had pulled back. Sensing was noted to be programmed lv tip to ring 2 and was then changed to lv tip to rv and lv pacing was then observed. No adverse patient effects were reported. This product remains implanted and in service.